Event description:
It was reported that the patient underwent a posterior spinal surgical procedure to treat scoliosis at t4-l3. It was reported that the set screw would not break off in the bone screw. Several attempts were made with different setscrews. The set screws that were already broken off in the other bone screws were removed along with the rod and the bone screw was replaced at l3. New set screws were used and the case was completed. No patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.